Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6), md poc: 4.8. Date: (B)(6) , inratio: 1.7. Therapeutic range: 2.0-3.0. The patient self tester's normal warfarin dose was not changed based on either of the inr results obtained (B)(6). The patient was instructed to perform a confirmatory lab (venous) draw. No issues were reported with the comparison that was performed.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.